Manufacturer narrative:
Manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months of post deployment, computed tomography chest without contrast revealed there was a linear foreign body identified in the anterior aspect of the heart. This appears to reside within the right ventricle. There was artifact making measurement of this foreign body difficult. One possible consideration would be that an arm of the filter was dislodged. X-ray revealed the filter currently had 11 struts, but normally had 12 struts. This consistent with there was an emboli strut in the right ventricle. The right ventricle was deeply trabeculated. Therefore, the investigation is confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed for pulmonary embolism prophylaxis. Approximately eight months post filter deployment, it was alleged that the filter struts detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced emboli strut in the right ventricle. The current status of the patient is unknown.